Event description:
It was reported that the patient presented in the ER after losing consciousness. The paramedics had performed CPR and attempted to resuscitate the patient for 1 hour prior to arriving at the ER. Stored egms revealed several recent inappropriate ams episodes and one vf episode that occurred during CPR. Review of the vf episode showed high ventricular rate, artifact, and intermittent undersensing which may have been caused during chest compressions. The ICD was disabled.

Manufacturer narrative:
No medwatch form was received. On (B)(6) 2012. The patient later expired due to neurological reasons that were not related to the device function.